Event description:
A malfunction on the pump was reported, occurring twice over two consecutive days. There was no adverse impact to the customer¿s blood glucose level as it did not exceed the specified high range. As a resolution, technical support decided to replace the pump, and the customer showed interest in obtaining an out-of-warranty loaner pump to ensure continuous insulin delivery.